Manufacturer narrative:
(B)(4) service reps installed new hard drives, reloaded software and checked to factory specifications.

Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.